Event description:
It was reported that the customer was hospitalized for high blood glucose of 374 mg/dl. Troubleshooting was performed. It was stated that the customer experienced pain at the site when he inserted the infusion set, and he received a no delivery alarm. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.